Manufacturer narrative:
Additional information: g3, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported stroke could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported stroke could not be conclusively determined.

Event description:
Approximately one hour post procedure, the patient developed left arm paralysis and was diagnosed with ischemic changes to the frontal lobe of the brain. The patient underwent a successful ablation procedure for atrial fibrillation and a transesophageal echocardiogram revealed no thrombus inside the left atrial appendage. The patient experienced left arm paralysis and a CT scan initially revealed no stroke. However, an additional CT scan conducted forty-eight hours following the procedure revealed ischemic changes to the frontal lobe of the brain. The patient continued their treatment of anticoagulants. There were no performance issues with the device.